Event description:
The customer reported a motor error alarm received on her insulin pump. The alarm occurred during a prime. The customer's blood glucose was 160 mg/dl. She was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump had a cracked case at display window corners, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and scratches on the keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.